Manufacturer narrative:
MFR control no. Ii97-317. The sample has been returned to arrow. Our examination of the sample confirmed that the inner lumen was broken at a point 7.5 cm from the distal tip of the iab. There was a hole in the bladder that may have been caused when the inner lumen broke.

Event description:
It was reported that the iab surgically via a femoral arteriotomy. No fluoroscopy was used, but pulses were checked and found correct. The iab worked without problems for 45 minutes, and then the pump's helium leak alarms were noted and blood was observed in the tubing. The iab was removed without any complications.